Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer was hospitalize due to low blood glucose level on (B)(6) 2021. Customer¿s blood glucose level was 34 mg/dl. Customer did alleged that the insulin pump was over delivering because when they bolus on 340 mg/dl, blood glucose went down to 34 mg/dl. Customer had glucagon. Customer treated with food and glucose tablets. The insulin pump and reservoir will not be returned for analysis.